Event description:
It was reported the ceramic tip of the rigid endoscope sheath was damaged. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
E1/full establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.